Event description:
It was reported by service report that the bed exit alarm was on and the scale was not zeroed properly causing the bed exit to not function correctly. No patient involvement or adverse consequences are reported.